Manufacturer narrative:
Eval: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for eval. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been 2 reported occurrences similar in nature. Therefore, this report represents an unusual occurrence. This type of report represents 0.197% of devices distributed during this time period. Conclusions: we were unable to conduct a full investigation because the device was not returned for eval. However, we can provide the following comments: the info provided indicated the endoscope was advanced into the stent after placement. This is a likely contributing factor to the reported stent migration. After stent placement, the user is instructed to introduce the endoscope and advance to the upper margin of the stent to endoscopically confirm position and patency of the stent. The instructions caution the user not to introduce the endoscope into the sent as displacement may occur. The instructions for use for the esophageal z-stent with uncoated flange indicates stent migration is a potential complication. Prior to distribution, all esophageal z-stents are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because the info provided indicated the product was used in contradiction with the instructions for use. This observation represents an unusual occurrence. Customer qa will continue to monitor for complaint trends.

Event description:
The physician placed a fully coated flange esophageal z-stent in the pt's esophagus. The physician stated the stent did not completely open at the top. The stent migrated 4cm toward the pt's mouth. The stent was left in the pt's esophagus and another stent was implanted to fully cover the strictured area below the first stent. Nothing had to be retreived from the pt. Other than placement of a second stent, no additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.